Event description:
On (B)(6) 2012, the patient contacted animas stating that the keypad buttons were unresponsive and were hypersensitive to button presses. The screens would reportedly start scrolling. It was noted that the pump was exposed to water and the patient denied that there was moisture in the pump. The patient reportedly was unable to bolus using the keypad buttons. There was no indication as to how the patient wore the pump or cleaned the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button was intermittently unresponsive and required multiple presses with increasing force to engage; all other keypad buttons were unresponsive. During investigation, evidence of corrosion was found under all key contacts. Unrelated to the complaint, the pump passed a leak test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.